Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4) - the clinician reports that 3 weeks after the dental implant was placed, in ada site #18 of the patient's mouth, non-osseointegration was observed. The implant was not covered with bone. At the time of implant failure the patient presented with mobility and inflammation as well as hypersensitivity. The clinician reports fibromyalgia possible component. Implant was hand torqued alternated w/insertion then backing out to allow bone to expand - bone necrosis due to too much pressure at I.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4) - the clinician reports that 3 weeks after the dental implant was placed, in ada site #18 of the patient's mouth, non-osseointegration was observed. The implant was not covered with bone.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reports that 3 weeks after the dental implant was placed, in (B)(6) site #18 of the patient's mouth, non-osseointegration was observed. The implant was not covered with bone. At the time of implant failure the patient presented with mobility and inflammation as well as hypersensitivity. The clinician reports fibromyalgia possible component. Implant was hand torqued alternated w/insertion then backing out to allow bone to expand - bone necrosis due to too much pressure at insertion?.